Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Failure message is saying "bootmgr is missing". Ui failsafe "bellavista detected a user interface issue" message is active prior to that. Start up test not establishing. It seems that there is a defect on the main electronics causing the failure. Exact root cause not determinable. No further analysis planned, as failure rate is very low.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: at this time, the suspect device has not been returned for evaluation. However, customer has been instructed to fix the failsafe issue, but the installation update failed. Issue has been referred to vyaire r&d (research and development) and they advised that there are no options left other than to replace the mainboard to solve the issue. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting ui (user interface) failsafe message. The customer confirmed that the event happened during battery replacement when trying to on the device from the main power supply. Furthermore, there was no patient associated with the reported event.